Manufacturer narrative:
Updated data: report number (user facility medwatch added). Medwatch received by csi on 8 july 2020 following submission of initial report on same date.

Manufacturer narrative:
The guide wire was received at csi for analysis. Visual examination identified a fracture in the core shaft of the wire. The wire had also been cut at the proximal end. Scanning electron microscopy analysis revealed the guidewire had fractured due to excessive torsional forces caused by contact with the spinning tip bushing of the oad. The root cause of the fracture is considered to be user error; the diamondback 360 coronary orbital atherectomy system instructions for use warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the failure analysis investigation the reported wire tip fracture due to contact with the oad was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A viperwire guide wire was selected for use during a coronary case with a diamondback coronary orbital atherectomy device (oad). The lesion was at least 90% stenotic and approximately 20mm in length. The circumflex artery was moderately tortuous, and the wire tip may have been placed too close to the lesion. The oad crown jumped during treatment of the lesion and made contact with the wire tip. The tip of the viperwire fractured but was not retrieved; it remained in vivo in the circumflex artery. The patient was sent to the ICU for observation with no adverse effects or symptoms.